Manufacturer narrative:
(B)(4). Concomitant products: amplatz es guide wire, mitraclip system clip delivery system (x3), perclose vessel closure device (x2). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed for a filamentous structure, later confirmed by pathology lab to be thrombus, that was observed during the procedure. It was reported that after advancement of the mitraclip steerable guide catheter (sgc) across the interatrial septum and removal of the dilator, there was a filamentous structure of unknown etiology noted originating from the interatrial septum at the transseptal puncture site; the structure was flipping in the left atrium. Clotting time was at a therapeutic level. Because the filamentous structure appeared to be well-adhered to the interatrial septum and stable, the mitraclip procedure was continued. Two mitraclips were implanted in the patient with functional mitral regurgitation (mr) reducing mr from 4+ to 2+. Echocardiogram showed the filamentous structure was affixed to a non-abbott extra stiff guide wire. The guide wire was carefully retracted into a non-abbott dry-seal sheath and removed. The entire filamentous structure was captured within the non-abbott sheath. A sample of the filamentous structure was sent to pathology which later confirmed that it was a thrombus. Heparin-induced thrombocytopenia was not suspected. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the sgc. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.